Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic rupture and reoperation. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: chronic type b dissections w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 , a patient underwent an endovascular treatment of a chronic type b aortic dissection using a conformable gore® tag® thoracic endoprosthesis. On an unknown date, the patient had aching pain, but was placed under observation. On an unknown date, the patient was seen in this hospital. On an unknown date, an enlargement of the false lumen or a sealed rupture was observed. On (B)(6) 2022 , a reintervention was performed to treat the enlargement of the false lumen or the sealed rupture. A intravascular ultrasound (ivus) revealed re-entry at the level of th8. Additionally, two stent grafts were implanted distally. Angiography revealed no issues. The patient tolerated the procedure.